Manufacturer narrative:
H3: multiple attempts made for info regarding resolution; no response was received.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the philips heartstart mrx defibrillator, indicating that there is a discrepancy between the selected load value and the actual applied load during the device's electrical safety tests. There was no patient involvement. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.